Event description:
It was reported that during an unrelated procedure where the system was being explanted, one lead was cut and left implanted. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
A patient experienced an extended procedure was reported to abbott. It was reported that during an unrelated procedure where the system was being explanted, one lead was cut and left implanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.